Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071678.

Event description:
It was reported that the patients leads had migrated. The physician replaced the patients linear leads with a paddle lead. The patient was doing well post operatively. The leads were discarded.